Event description:
The reporter contacted animas on 06/16/2014 alleging a loss of prime issue occurring more than three times. The patient had a blood glucose (bg) of 600mg/dl with polyuria with moderate ketones. The patient did not receive any treatment above and beyond the routine diabetes management care. The basal rate was adjusted. The pump is being returned. This report is being made due to bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has beenreturned and evaluated by product analysis on 08/05/2014 with the following findings: loss of prime with non-zero force recorded in the black box. No loss of primes during investigation. Force sensor calibration reading was within specifications. The pump passed 29 hour flow test pump delivery accuracy testing. Investigators opened pump and removed from case. Inspected force sensor flex and circuit. No defects found.